Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus china sales & marketing (ocsm) for evaluation. Ocsm inspected the device and confirmed the following: the device has been repaired three times in the past year. The reported phenomenon was confirmed. A black dot appeared on the endoscopic image due to a defect in the image guide bundle. There was a leakage at the light guide adapter. The control section and eyepiece were discolored. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, it was found that the hydrophilic coating of the insertion tube had been damaged and peeled off by about 5 millimeters. The device related procedure was completed with the device and the olympus video system center (B)(4). There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus (B)(4) sales & marketing, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the following effects, etc. Physical stress, chemical stress, poor storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays and ultraviolet rays, etc.). Omsc determined that the reported event could be prevented because the instruction manual provides precautions regarding the handling of the insertion tube and storage of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.